Event description:
Called to the patient bedside to assess alarming IV pump. Attempted to obtain blood return on PICC (peripherally inserted central catheter), and unable to obtain. PICC was removed per policy. Event did not reach patient or did not cause harm.